Event description:
Customer reported a past high blood glucose (bg) event, with the specific value displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump. Tandem technical support recommended consulting with a healthcare professional to discuss possible factors affecting bg levels, and the caller acknowledged this advice.